Event description:
The customer claimed that mechanical noise occurred while rotating the gantry. An field service engineer (fse) was on-site to inspect the issue. The fse rotated the gantry manually at 4 rpm using the human machine interface (hmi) panel (the slowest speed that could reproduce the noise). The noise came from the bottom part of the gantry, so the fse crouched down near the gantry and put their right hand on the floor. The gantry hit the right elbow of the fse, pinching the right forearm between the gantry and the floor and breaking the right wrist. The field service engineer has returned to work. If additional information becomes available, a follow-up report will be sent.